Event description:
Per independent repair center statement, unit has low o2 or yellow light. The key failure is the zip ties leak. Additional malfunctions are the elastic cord is missing and the hose clamp leaks.